Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is an combined initial and final report.

Event description:
At routine fitting, 2 channels showed high impedance. Additional channels showed fluctuating impedance values.